Event description:
A consumer's friend called to report the consumer was experiencing glare and halos while driving at night and blurry near vision following bilateral intraocular lens (iol) implant surgery. At the consumer's request, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted.